Event description:
It was reported that no capture threshold and low impedance was observed. Externalized conductors proximal to the distal coil were observed via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.